Event description:
The customer contact reported difficulty regulating flow; subsequently, the pt received more IV fluid than intended. The tubing set was being used to deliver an unspecified IV solution. After an unspecified length of time in use, the customer contact reported the pt received more solution than intended. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned. All affected another country's customers were notified via a device info letter dated october 9, 2007.